Event description:
The distributor became aware on 6/14, 1993 of an incident involving a glidewire during a nephrostomy procedure. The glidewire was used through a 21 guage chiba needle to gain entry. Upon removal of the needle the dilator was backloaded onto the wire. Upon injection of contrast through the dilator it was discovered the tip of the wire had broken off in the patient. The procedure continued and a drainage catheter was placed without further incident. The physician the n used hemostats along side the drainage catheter and succefully retreived the detached segment. The patient did not experience any sequelae from this eventdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.